Event description:
It was reported that an unspecified quantity of novum iq large volume pumps were not infusing as expected and leading to patient harm and intervention. There were no specific event details provided regarding adverse events or intervention that was needed. No further information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.